Event description:
Ous MDR. Noise, therefore inadequate vf detection and many charges, all with sync. Cancellation. An inadequate shock was delivered. The lead and the ICD were implanted since 2003. Associated with this lead is a kentrox sl 65/16, MDR 1028232-2007-00338.

Manufacturer narrative:
Ous MDR. The ICD was first subjected to a status interrogation. The device status was eri at 5.63 v. Two hundred and ninety two charges were documented. No material defects or manufacturing errors could be determined. The recorded episodes confirmed the complaint of oversensing. In summary, the reason for the improper detection could be found in the analysis. The inner lumen of the lead was worn 28 cm distal to the connector. As a result of which, there was intermittent low impedance between the potentials which led to the interfering signals in the complaint. No material defects or manufacturing errors could be determined. This is therefore not a case of a product defect; moreover, the wear indicates long-lasting dynamic stress due to pressure in the clavicular area.